Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to the issue. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.